Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gynecology hysteroscope ceramic tip was damaged. There was no delay. And the patient was not under anesthesia. There were no reports of patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: g2. (Remove health professional.). Additional information added to field h3 and h6. The device was returned to olympus for inspection, and the customer's complaint ceramic damaged was confirmed. Based on the results of the investigation, it is likely the ceramic tip damage was thermally and mechanically induced. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.